Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the stopper went into the inside of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the stopper went into the inside of the tube."